Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, insulin flow blocked alarm and hyperglycemia. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, confusion/disorientation, malaise, dehydrated, visual disturbances, headache, fatigue, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) unomedical, mmt-332a, mmt-1780kl. Troubleshooting was performed and confirmed customer received the reported issues high blood glucose and under delivery anomaly. Troubleshooting was initiated for insulin flow block alarm, customer was reporting past event and the issue was resolved. Customer was not using the device before 48 hours of the high blood glucose event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.